Manufacturer narrative:
Block e1: (initial reporter facility name) - the reported health care facility is (B)(6) hospital (B)(6) ((B)(6) hospital (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was intended to be implanted in the common bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement, performed on (B)(6) 2026. During the procedure, the stent was fractured and could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.